Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter had connection issues. The patient was given antibiotics for high inflammation, and when the tube was about to be closed after treatment, it was found that the heparin cap could not be screwed onto the connector. Immediate replacement with a new consumable.

Manufacturer narrative:
1. The customer did not return the samples or photos, making it impossible to confirm the defect situation. 2. Query batch record information. 1)the complaint batch number # 4050662 was produced on the prn automatic assembly line, with the production date of 2024-3. 2024-3 was packaged on the m860 packaging machine. The total value of this batch of products is 439.6k. 2) check the process inspection and shipment inspection reports of this batch of products. The test results all meet the product standards and there are no abnormalities. 3) check the production records of this batch of products. 3. Analysis of the retained sample products: leakage tests were conducted on the retained sample products of the same batch, and the test results were qualified. 4. Root cause analysis: after analysis and investigation, it was found that the issue might be due to the fit between the prn and other components. Based on the appearance and leakage tests of the internal samples, the connection process was normal and no problems occurred. A comprehensive analysis suggests that the problem might be caused by the connector itself. 5. The factory will continue to pay attention to this issue.

Event description:
No additional information available.